Manufacturer narrative:
Specific patient identifiers were not provided as only aggregate patient data was provided. No patient weights were provided by the author(s). Also, no contact information for the author(s) was provided for follow up. Tursynov, n., grigolashvili, m., kauynbekova, sh., & grigolashvili, s. "Evaluating the efficacy of surgical navigation in surgical treatment of glial tumors." Georgian medical news no1: 262 (2017). Web. Device mfg date was not available at the time of this report. Per article, "subcortical lesions are associated with a high risk of sustained postoperative neurological deficits." Known risk of this type of surgery. No requests for system service have been received regarding the reported events. The article does not allege that the medtronic system caused the reported events. Reported events/complications are known inherent risks to this procedure type.

Event description:
Per article on page 14, evaluating the efficacy of neuronavigation in surgical treatment of glial tumors by tursynov et al, postoperative neurologic deficit appeared in 26 (9.3%) of patients. Rehabilitation measures included massage, drug therapy, laser therapy, electrical stimulation. Reduced severity of neurologic deficit was observed in 36 (12.9%) patients, movement disorders persisted in 16 (5.7%). Article concludes that use of the neuronavigation system stealthstation s7 allows the integration of preoperative neuroimaging studies (CT, MRI, angiography, eeg) and intraoperative information that optimized the possibility of surgical treatment of patient with brain tumors. Also that use of the navigation system for pre-op planning and intraoperative surgeon manipulation control ensures accuracy and security of the surgeon's actions, minimized the severity of surgical trauma, increases the radical removal of the tumor, reduces the risk of postoperative neurological deficit, and improves quality of patients' life.